Event description:
It was reported when using the bd pen needle, the user experienced blocked product. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: I bought two boxes of 14 youze needles from hospital, and 4 needles were blocked. I hope to help check the reason.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples and no needle clog fail was found.

Event description:
It was reported when using the bd pen needle, the user experienced blocked product. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: I bought two boxes of 14 youze needles from hospital, and 4 needles were blocked. I hope to help check the reason.